Manufacturer narrative:
The broken fragment of the inserter tool is being returned for analysis. This report will be amended when our investigation is complete.

Event description:
It is reported that a small fragment of metal sheared off the articular surface inserter tool while placing the surface on the tibial plate. The fragment was retrieved.